Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings:a review of the pump¿s black box history showed that an unexplained power reboot was recorded on 06/24/2014. Visual inspection revealed that there was no damage to the returned battery cap or battery compartment. The returned battery cap was able to be fully secured and hold power with the pump. During testing, the pump performed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power issues occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump had lost power without emitting a replace battery alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had lost power without emitting a replace battery alarm. It was noted that a new battery was inserted and the pump was able to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.